Event description:
Upon attaching pt to cathcor cable, tech was unable to acquire an EKG, pressure waveforms were ok. Customer then turned rear power switch to off, then on to reboot system. During this time the pt was monitored on a defibrillator, then a balloon pump for medical personnel to monitor the pt's EKG and pressure. Technician cycled the power 3 times and then acquired an EKG.